Event description:
Boston scientific received information that the device had triggered elective replacement near (ern) with a transtelephonic monitor. The device was then interrogated with a boston scientific programmer that displayed a magnet rate of 90 as expected however the programmer indicated 2.5 years remaining in device battery life. Boston scientific technical services (ts) discussed programmer time estimation can be off by as much as 1.5 years. Recommended to go with device estimation of less than one year remaining based on the device magnet rate of 90. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.